Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl, loss of consciousness, and memory loss; cause was not known. Customer consumed glucose tablets and friend called an ambulance. Customer went to the emergency room and was treated with glucagon injections. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.